Event description:
It was reported during a laparscopic sigma procedure, after a few minutes there was no function and error code 5 displayed. The case was completed with a sample like product. There were no pt consequences.